Event description:
Health professional reported left side capsular contracture baker grade unknown. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. As per the investigation procedure, observed a broken device assessed as surgical damage, missing shell observed assessed as inconclusive and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported left side capsular contracture baker grade unknown. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health professional reported left side capsular contracture baker grade unknown. Device was explanted and replaced with a non-allergan device.